Event description:
Lap chole "I wasn't present for the case but did speak with the surgeon after. He said that three clips fell off the cystic duct on separate cases. The remaining 17 units represented in this cer are being sent back as part of the eval, they have not been used."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. Lot #: 1164430.